Event description:
Meter was reading inaccurately high. Patient obtained a result of 80 mg/dl on the reported meter while experiencing no symptoms of high or low blood glucose level. A result of 44 mg/dl was obtained on a laboratory device within 10 minutes of the meter test. Between the tests there was no intervention that would be expected to change the blood glucose. A nurse in the laboratory gave the patient grapefruit juice and a snack to eat following the laboratory test. A control solution test was not conducted as the control solution was expired. The meter, test strips, and control solution were replaced.